Manufacturer narrative:
The device was returned to olympus for inspection and e315 error was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was an air leak from the air supply channel of the endoscope connector as well as water intrusion into the device. Water intrusion led to moisture adhesion to the printed circuit board embedded in the endoscope connector, causing a short-circuit and connecting failure between the electrical contacts. This resulted in the video system center detection of the irregularities and notice of the error code. The air supply channel was observed to be significantly dented around the edge of the boot of the endoscope connector as well as a pinhole. The universal cord was observed to be extremely wrinkled at the same site as the pinhole. Therefore, it is likely that acute bending had been applied to the universal cord during the user's handling of the device and an enormous load had been applied to the air supply channel to generate dents, leading to air leak. However, a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3, "preparation and inspection", section 3.8, "inspection of the endoscopic system"; instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5, "reprocessing of the endoscope (and related reprocessing accessories)", section 5.4, "leakage testing of the endoscope". Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the colonovideoscope had an e315 incompatible scope error while inserting the scope, causing the image to disappear without being restored. The issue occurred during a diagnostic endoscopic hemostasis colonoscopy procedure. There was a twenty to thirty minute delay and the procedure was canceled and the patient was monitored. There were no reports of patient harm.